Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed. This lead was repositioned due to lead failure. No further information was available. No adverse patient effects were reported.